Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient experienced the implantable neurostimulator (ins) warming up when walking in a supermarket. In just a few seconds, the ins felt as if it was burning. The patient was close to a large oven when they experienced the sensation. The feeling disappeared quickly, but the ins pocket remained sensitive for a few days. The patient had contacted the hospital and their hcp. After the event, the patient checked to see if the ins was functioning by increasing and decreasing stimulation. No abnormalities were seen. Impedances were checked and they were normal. No actions or interventions were taken or planned. The issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.